Manufacturer narrative:
(B) (4).

Event description:
It was reported one lead came loose from the neurostimulator. Due to the condition of the pt's spine it could not be put back. The device must now be operated on a low setting which does not provide complete help and the pt remains in constant pain.